Event description:
A physician reported that ophthalmic slit knife was not sharp during surgery. Another slit knife that is single packaged was opened and used, and the surgery was completed. The procedure type was unknown. The involved eye and the patient identifier were not available. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections. One opened knife, in a bag was received for the report of slit knife was not sharp. Sample was visually inspected and found conforming. Functional penetration testing was performed and found conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned opened sample was found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.